Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration, perforation (fallopian tubes) / right occlusion only') and uterine perforation ('migration, perforation (uterus)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy (full), tubal ligation). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, urinary tract infection, vaginal infection and cystitis outcome was unknown. The reporter considered cystitis, fallopian tube perforation, urinary tract infection, uterine perforation and vaginal infection to be related to essure. The reporter commented: received treatment for migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) (unspecified) result: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case became incident, event injury nos removed, new events perforation (fallopian tubes, uterus), uti, vaginal infection and bladder infection were added. Lab test, essure removal date, reporter details and patients date of birth added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration, perforation (fallopian tubes) / right occlusion only / failure to occlude fallopian tube'), uterine perforation ('migration, perforation (uterus)') and triple negative breast cancer ('triple negative breast cancer') in an adult female patient who had essure (batch no. 629146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and hysteroscopy on (B)(6) 2009". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and abdominal pain ("abdominal pain") and was found to have triple negative breast cancer (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), tubal ligation and hysterectomy (full), tubal ligation, bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, triple negative breast cancer and cystitis outcome was unknown, the urinary tract infection and vaginal infection had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, cystitis, fallopian tube perforation, triple negative breast cancer, urinary tract infection, uterine perforation and vaginal infection to be related to essure. The reporter commented: received treatment for migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: right occlusion only. Lot number: 629146 manufacture date: 2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration, perforation (fallopian tubes) / right occlusion only / failure to occlude fallopian tube'), uterine perforation ('migration, perforation (uterus)') and triple negative breast cancer ('triple negative breast cancer') in an adult female patient who had essure (batch no. 629146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and hysteroscopy on (B)(6) 2009". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and abdominal pain ("abdominal pain") and was found to have triple negative breast cancer (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), tubal ligation and hysterectomy (full), tubal ligation, bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, triple negative breast cancer and cystitis outcome was unknown, the urinary tract infection and vaginal infection had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, cystitis, fallopian tube perforation, triple negative breast cancer, urinary tract infection, uterine perforation and vaginal infection to be related to essure. The reporter commented: received treatment for migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: right occlusion only. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs and mr received: lot number was added. Events: negative breast cancer, medical device monitoring error, abdominal pain were added. Event outcome, lab data, were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.